Manufacturer narrative:
No returned unit for evaluation.

Event description:
According to facility. MDR no. 1832894-2007-00061 stating, "due to high reading doctor increased bp medication. On second high reading, consumer took bp monitor to doctor's office where it was found that it was reading too high. No injury to consumer she is fine."